Event description:
Device alarmed low no delivery while set to delivery 80 ppm [device issue]. Case description: (B)(4) was received on (B)(4) 2013 from the FDA. The medical device complaint was submitted to the FDA by a hospital in the united states. The complaint involved inomax dsir ((B)(4)) "alarming for low nitric oxide (no) delivery". On (B)(4) 2013 a voluntary report was filed with the FDA regarding an inomax dsir (serial #(B)(4)) that alarmed "low nitric oxide deliver" while set to deliver 80 parts per million (ppm) of inomax to a (B)(6) female patient. No medical history or concomitant medications were reported for the patient. The start date of and indication for inomax therapy were not provided. According to the reporter, "while attempting to deliver nitric oxide (no) via the operating room vent circuit at 80 ppm, the device alarmed low nitric oxide delivery". The tanks and regulators were changed but the problem persisted. The dsir was switched out with another device, the problem was resolved and "the patient received the appropriate amount of nitric oxide." No harm to patient was reported. The site also reported that the device had "a bad o2 monitoring block as well as a straining sample pump". The reporter stated that "this was reported to ikaria technical support and the device is being replaced". A search of the complaint and safety databases revealed that an rt training educator from the same facility contacted ikaria on (B)(4) 2013 and provided ikaria technical support a second hand report regarding the inomax dsir (B)(4) having issues with measured nitric oxide less than set nitric oxide. A low calibration and high calibration were performed but did not correct the problem. The sample pump was also described as being loud. The rt reported that the device was on a patient however there was no impact to the patient. The device ((B)(4)) was switched out and returned to ikaria for inspection. Follow up information was received on (B)(4) 2013 from the respiratory therapy training educator. According to the respiratory therapy training educator, after the device was removed from service it was brought to his office for inspection. He troubleshot the device and stated the "device powered up normally. Device low label calibrated normally but noted during high-level calibration of o2 cell that the monitored o2 would not go above 230% and would fail calibration". The rt stated that during high-level calibration of o2 cell that the monitored o2 would not go above 20% and would fail calibration". The rt stated that he "tried a known good o2 cell but this produced the same" results. The rt also noted "that the internal sample pump was loud". The rt contacted ikaria technical support and arranged for the device to be returned for inspection and for a replacement device to be delivered.

Manufacturer narrative:
On (B)(4) 2013 (B)(4) was received by ikaria via the FDA. The inomax dsir (B)(4) alarmed "low no delivery" while set to delivery 80 parts per million (ppm) of inomax. The device was returned to ikaria for investigation and service. During initial testing, the reported observation could not be duplicated. Analysis of the service log confirmed alarms related to monitored nitric oxide (no) less than set nitric oxide. Examination of the device revealed a broken front housing and a contaminated sample system. The sample pump exhibited a higher noise level than usual. The front housing and the entire sample system were replaced. The device successfully passed a complete functional test and was returned to the device pool for dispatch to a user facility. The following evidence indicate that the system was not operated and maintained per device labeling: the device housing showed significant damage. The sample system was contaminated to the point the whole sample system required replacement. Examination of the service log files, and the condition of the sample system led to the conclusion that the zero valve in the sample system was not operating properly due to contamination, leading to room air entrainment in the sampled gas stream which resulted in low monitored nitric oxide values. The root cause of the incident was user error in improperly maintaining the inomax dsir system and not following instructions for use.